Event description:
T was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the lead exhibited low pacing impedance, and the helix failed to extend. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to extend the helix and low pacing impedance were confirmed. As received, a complete lead was returned for analysis with the helix retracted and clogged with blood. X-ray inspection identified over-torquing of the inner coil, consistent with procedural damage. Electrical testing did not reveal any conductor fractures; however, an internal short was identified between conductor paths due to the over-torqued inner coil in the connector region, also consistent with procedural damage. The cause of the reported events was attributed to the presence of blood in the helix region and over-torquing of the inner coil.